Event description:
It was reported that the patient complained of pain/discomfort in the shoulder area. Testing determined that pacing was not needed at this time. The device was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found.